Manufacturer narrative:
(B)(4). Concomitant medical products: unk humeral stem cat#ni lot#ni, unk glenoid cat#ni lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -05403, 0001822565 -2019 -05404.

Event description:
It was reported by the 411 group that a patient underwent total reverse shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about implant identification. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, the humeral head was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the humeral head was determined to be not reportable. The initial report was forwarded in error and should be voided.